Event description:
It was reported that the remote user interface on 9900 sys locked up and would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The sys was tested and found to be working as intended and put back into service.